Event description:
It was reported that the customer was pushed into the swimming pool with the insulin pump attached to them. The insulin pump alarmed an error and it kept vibrating. The customer's blood glucose was 152 mg/dl. The alarm history could not be checked due to unresponsive buttons. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no unexpected error alarm or vibrating anomaly noted during testing. The insulin pump passed the error alarm test and self test. However, the device was received with intermittent button response due to corroded keypad traces. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. The unit was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker and cracked battery tube threads.